Event description:
It was reported that six days post implant this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range impedance measurements. A loose connection was suspected but could not be confirmed via x-ray imaging. Surgical intervention was performed, and it was confirmed that the ra lead terminal pin was not properly seated into the device header as it could be removed from the header without loosening the ra device setscrews. This was resolved and the impedance measurements returned to normal values. Besides surgical intervention, no additional adverse patient impacts were reported.

Event description:
It was reported that six days post implant this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range impedance measurements. A loose connection was suspected but could not be confirmed via x-ray imaging. Surgical intervention was performed, and it was confirmed that the ra lead terminal pin was not properly seated into the device header as it could be removed from the header without loosening the ra device setscrews. This was resolved and the impedance measurements returned to normal values. Besides surgical intervention, no additional adverse patient impacts were reported.